Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
High channels were reported. Since the user is bilaterally implanted, there was no deterioration in the performance of the device, but no improvement was seen either. Moreover, the user experienced 2 falls in (B)(6) and (B)(6) 2024, where she had hit her head and fractured her arm. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
High channels were reported. Since the user is bilaterally implanted, there was no deterioration in the performance of the device, but no improvement was seen either. Moreover, the user experienced 2 falls in august and september 2024, where she had hit her head and fractured her arm. The user has been re-implanted.